Event description:
It was reported that during an implant procedure involving the evolut fx valve, the patient experienced several complications. The patient had a medical history of aortic valve stenosis, nyha functional class iii, hypertension, and renal failure not on dialysis. During the procedure, which utilized femoral arterial access and coronary protection with a right coronary guidewire, mild paravalvular leak (pvl) was observed. Two days following the valve implant, complete heart block was observed and a pacemaker was implanted. Four days following the valve implant moderate paravalvular leak (pvl) was observed and the patient was discharged with no treatment reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.